Manufacturer narrative:
Device not retained by user facility.

Event description:
It was reported by an edwards sales rep that: "....the pr9 (proplege coronary sinus catheter) could not be placed adequately into the coronary sinus. We did all that we could to overcome what we think was an anatomic issue including using a guidewire to help with final placement. Due to the lack of a retrograde catheter, the surgeon, dr. (B)(6), decided that she would use a chitwood clamp instead of the intraclude and place an antegrade needle for cardioplegia administration."

Manufacturer narrative:
Additional information: it was reported by an edwards sales rep that ¿the pr9 (proplege coronary sinus catheter) could not be placed adequately into the coronary sinus. We did all that we could to overcome what we think was an anatomic issue including using a guidewire to help with final placement. Due to the lack of a retrograde catheter the surgeon decided that she would use a chitwood clamp instead of the intraclude and place an antegrade needle for cardioplegia administration." Initial reported the patient had a "large coronary sinus ostium" in which the tip seemed to get stuck on a thick valve by the ostium. The guidewire was used as a final option for placement and was placed into the coronary sinus without difficulty. It was an anatomical issue impeding the tip insertion. He stated that in these cases by the time a guidewire is used, it is already understood the anatomy is challenging. The device was discarded by the hospital and unavailable for evaluation. There was no allegation of a product malfunction in this event, only difficulty in placement of the proplege device. The instructions for use give guidance around device placement as: ¿once the proplege device can be seen in the right atrium, advance gently while applying counter clockwise torque to align the curve of the device with the intra-atrial septum to place the proplege device tip at the ostium of the coronary sinus. ¿ in the training materials there is specific guidance to imaging in regards to navigating the anatomy. It also addresses the thebesian valve presence in 90% of patients in which it may lead to anatomical difficulty in placement of certain patients. Trouble shooting techniques are also provided in the training for when placement difficulty is encountered. There is also a warning regarding positioning in that ¿ if resistance is met, stop and re-evaluate proplege device position. The proplege device should not be advanced if resistance is felt, as doing so would cause the proplege device to bend or buckle. Aggressive advancement in an attempt to engage the ostium may result in perforation or other injury.¿ in the reported complaint the physician did as instructed by the IFU. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of the available information indicates that the event reported was a result of anatomical challenges. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.